Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the medical consultation will take place on (B)(6). The manufacturer representative (rep) noted the controller was replaced, the patient was in possession of the device and device return was requested.

Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer representative (rep). It was reported that after bumping the area around the implant site, they felt the stimulation stop. When they checked the controller, it was turned off. Even after tapping 'stimulation on,' it just kept displaying 'please wait' with the loading animation, and nothing changed. A friend "tried to fool the patient and make a threat", and bumped into the area around the implantation site. Since the controller is not currently available, guidance was provided. It was suggested to attempt a reset operation to address the possibility of a screen freeze and then check the display. Regarding pain or treatment concerns, it was recommended to consider consulting a medical institution during the day. The patient outcome was listed as health damage and the patient injury details noted that the pain in the left upper and lower limbs has also manifested; the color of the skin has changed because stimulation has no t been applied. Stimulation cannot be turned on with the controller. The issue was not resolved at the time of the report. Additional information was received. It was reported that group c, 3¿4. Pressing the on/off button elicits a response, but pressing the stimu lation-on button does not cause the screen to react. The same issue persists even when switching to group b by pressing the on button on both program screens for 3 and 4. Resetting the device did not resolve the problem. The battery level was at 60% for the controller, and the stimulation device shows an orange mark. Guidance was provided to proceed with charging the stimulation device before attempting further actions. Additional information was received. It was reported that the cause of the controller freeze/please wait screen was not determined and the controller will be replaced. The cause of the stimulation stopping and not turning back on was not determined. The actions taken to resolve the issue were reported to be that the controller replacement and medical consultation were requested. The cause of the pain in the lower limbs/skin color change with no stimulation was not determined. The actions taken to resolve the issue were that they recommended to take a medical consultation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the stimulation/pain/skin color issues had been resolved by consulting the attending physician. It was decided that it was not a device problem. The cause of these issues was unknown.